Manufacturer narrative:
The insulin pump had a33 alarm during prime/a33 test and motor error alarm during basic occlusion test due to moisture damage. Unit passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to a33 alarm. No moisture damage on electronics and motor noted. Pump received with severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump was exposed to moisture. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.